Event description:
It was reported that the pump declared a malfunction alarm labeled as alarm 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Initially, attempts to reload the cartridge onto the pump were unsuccessful, but after technical support provided information for resetting the pump, the caller was able to successfully load a new cartridge and resume insulin delivery.